Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a guidewire could not be fully inserted into the lead&#38112;body. The lead was not implanted. A replacement lead was successfully implanted.